Event description:
The pt received her scs sys on (B)(6) 2011 including a percutaneous lead. It was reported invalid impedance ws revealed when the pt was being reprogrammed. To address the issue, the pt underwent surgical intervention. During the procedure, it was observed the lead was fractured. The lead was explanted and replaced. Stimulation was regained post-op.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.